Manufacturer narrative:
The service engineer (se) inspected the device and verified the malfunction. The graphical user interface (gui) printed circuit board (pcb) was replaced. The ventilator passed all the required testing. (B)(4).

Event description:
It was reported that the ventilator had a loss of communication error. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.